Manufacturer narrative:
UDI: (B)(4). Investigation summary : the complaint device was received at the supplier and evaluated. It was reported that the coupler ac zoom was foggy. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified by supplier: external damage of grasping mechanism, and adjusting rings. Distal window (endoscope side) dirty. Minor scratches on the unit. The following action were to resolve the issues. Repair case analysis. Exchange endoscope grasping mechanism (gm). Exchange both adjusting rings including o-ring seals. After repair, the device was found to be working according to the specifications. The damage caused by incorrect handling and user error was identified as the root cause for the device failure during the service evaluation as per the supplier. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff and labral repair procedure on (B)(6) 2021, it was observed that the camera adapter device was foggy. During in-house engineering evaluation, it was determined that the device was dirty on its distal window (endoscope side). The procedure was completed by opening the second camera set and then switching the couplers back and forth as they fogged allowing the back table to clean and dry the previous on being used. There were no adverse patient consequences reported. No additional information was provided.